Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the fiber tip was detached, and there was a fiber body break between the distal tip and the control knob; therefore, the reported events are confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including fiber tip detachments. In addition, it is likely that procedural handling of the device during set-up such as excessive manipulation/rough technique contributed to the fiber body break. According to the IFU, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The IFU also indicates to not excessively manipulate or bend the fiber. Based on analysis and the information available, the interaction between the user and device, likely caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, two fibers burned and didn't work anymore. The procedure was completed using a third fiber without patient complications. Analysis of the returned fiber identified a fiber body break between the distal tip and the control knob, and the fiber tip was detached. This is for the second fiber.